Event description:
Double mastectomy with expanders/reconstruction; permanent implants on (B)(6) 2014. (B)(6) 2017 right breast became very enlarged, sore, and reddish. Put on antibiotic starting on (B)(6) 2017. On (B)(6) 2017 no improvement and developed fever and malaise. Emergency surgery on (B)(6) 2017 to remove implant and capsule.see scanned page.